Event description:
On 03/31/1999, the facility's interventional radiology technician informed the MFR's sales rep of the following: the product was used, but shipped without the guidewire. Additionally she stated that this was the second (ref MDR# 1056436-1999-00067 for first event) device shipped incomplete to the facility. No further details are available.